Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient had a titan otr that was not working. The pump was explanted and replaced with a titan touch. Once explanted, they found no issue with the pump. However, the physician was not going to re-attach it and implanted the titan touch. Because it was not an infection, the physician was not going to send it to pathology and was going to dispose of it. The tm was returning the explanted pump.

Event description:
According to the available information the inflatable penile prosthesis was removed/replaced on (B)(6) 2020 due to a malfunction. Additional information received from the territory manager indicated that the territory manager stated that ¿the patient had a titan otr that was not working. Once explanted, they found no issue with the pump. However, the physician was not going to re-attach it and implanted the titan touch. Because it was not an infection, the physician was not going to send it to pathology and was going to dispose of it. The tm was returning the explanted pump.¿ the device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.